Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had a black dot. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had a black dot. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples and 3 photos for investigation. Visual examination of the samples and the photos was performed and revealed damage to the hemogard closure and embedded fm in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damaged cap and fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.